Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Adjustable pressure limit (apl) valve was reinstalled to resolve the issue.

Event description:
The hospital reported the adjustable pressure limiting valve was broken causing a loss of manual ventilation. There was no report of patient involvement.